Event description:
It is reported that the device was implanted in 2007, and in 2009, the knee was examined intraoperatively and it was determined that there was nothing wrong with the implants and therefore a revision was not necessary. The articular surface was extracted and was replaced due to wear.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays and/or operative notes were retuned for review. The patient's height and weight are unknown. The device was in vivo for approximately 2 years and 3 months. The surgeon stated that there was nothing wrong with the implants and opted to go ahead and replace the articular surface due to wear. Based on the available information a definitive root cause can not be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.